Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection did not identify any abnormalities that could have contributed to the reported condition. A self-test was performed and passed. A five (5) minute battery test was performed and no error or failure codes occurred. A precision point test was performed and no error or failure codes occurred. The reported condition was not verified. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an unintended shut off in the biomedical department during maintenance. It was not reported at which process step this event occurred. There was no patient involvement. No additional information is available.